Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker was fixed and exhibited low pacing impedance. While attempting to repositioning it with the delivery catheter, the device was unfixed with some difficulties and the helix was noted to be slightly stretched. The device was then successfully repositioned on a different location. Post successful implant, the patient's blood pressure dropped. A transthoracic echocardiogram was performed, and a pericardial effusion found. The patient was stabilized and sent to exploratory surgery. A single perforated hole that was bleeding was found in the base of the appendage were the device was originally fixated. The hole was sealed, and the patient condition was stable.